Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm and no delivery alarm. Customer's blood glucose was 30 mg/dl to 600 mg/dl. Customer mentioned there was blood in the tubing. Device was able to rewind. Customer declined troubleshooting for high and low blood glucose. Customer mentioned to have high blood glucose. Customer delivered a bolus to treat for high blood glucose then got low blood glucose. Customer treated low blood glucose with coffee. Customer will not be returning the device for analysis.